Event description:
Cryocyte freezing container broke after storage in mechanical freezer. The stem cells from the broken container were not given back to the pt. Engraftment information is not available at this time.